Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia by laparoscopic repair and an umbilical hernia by open repair. It was reported that after the implant, the patient experienced meshoma with contraction of muscle, pain, abdominal pain, painful lump, mesh stoma, nerve damage, mesh sitting on femoral artery. Post-operative patient treatment included revision surgery, portions of mesh removed, excision of meshoma.